Event description:
(B)(4)

Manufacturer narrative:
The technician found the side rail latch is broken and is missing the screw, nut, bushing and side rail release label. The technician replaced the side rail latch, bushing, nut and screw and release label to resolve the issue.